Event description:
It was reported that the 9600 system had no image and would not x-ray during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 24 volt power supply on the mainframe was replaced during the service call. The system was tested and found to be working as intended and placed back into service.